Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting oversensing. An invasive procedure was performed, and at the time of the revision, a fracture of the lead was discovered between the yoke and terminal pin. Insulation damage was also seen. This implantable cardioverter defibrillator (ICD) was also found to have damage on the outside of the can with discoloration. No adverse patient symptoms were reported.